Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for diabetic ketoacidosis. The customer stated, that he gave large amounts of insulin prior to being hospitalized, but his blood glucose levels remained high. Troubleshooting was performed and the insulin pump passed the required tests.